Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the entire length of the stent delivery system (sds), consistent with handling and the sds at least partially advanced over a guide wire. The stent implant was dislodged from the balloon and was returned inside the yellow protective sheath, confirming the reported information. There was no damage noted to the stent implant. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length, stent outer diameters, and inner diameter of the protective sheath were measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the sheath was inadvertently handled during preparation, resulting in the stent dislodgement; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the stent dislodgement could not be determined.

Event description:
It was reported that the stent implant dislodged from the balloon when the protective sheath was removed during preparation. The device was not used on the patient. No additional information was provided.